Manufacturer narrative:
Customer alleged the head of bed would not raise but called back to cancel the repair request. They indicated the bed had been repaired. No other information was obtained.

Event description:
Information received indicated the head section would not raise.